Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening(crack), crease flat, yellow particles and an opening. Leak test was performed and found an opening(crack) on diaphragm valve and opening in the anterior side. A microscopic analysis was performed which identified an opening(crack) and sharp opening in the anterior side. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and a sharp opening on the plug strap disk shell to an unidentified(tear) opening.

Event description:
Health professional additionally reported implant pocket "dissected lower than ideal", not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device has been explanted.